Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. One of the two side tabs of the returned tracker has been broken off at the tip. Otherwise, with markers attached and fully seated, the returned tracker displayed good geometry and divot error readings with normal tracking and verification. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the orange instrument tracker was defective. There was no patient present when this issue was identified.